Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, medical device model. Upon investigation of the actual device used in this incident, it was determined that the issue occurred because the xml message processing queue was stuck. A technical support specialist logged into the es server, identified that the xml message processing queue had over 9000 messages, and restarted the net.tcp and external messaging services. The message queue was cleared to zero, and the customer confirmed the issue was resolved. The case was then closed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, epic software was not communicating with es server and logistic. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, epic software was not communicating with es server and logistic. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.